Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.

Event description:
It was reported that the customer took the insulin pump into a swimming pool. Afterwards, moisture was observed inside the insulin pump. Nothing further was reported.